Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26 2007. Evaluation summary:the facility reported condition of fail code 812 was confirmed as a fail code 812:02 during service. Inspection of the device found that the fail code 812:02 was caused by a defective pump head mechanism and therefore the pump head mechanism was replaced.

Event description:
The facility representative reported an infusion pump with a fail code 812. Information was not provided regarding whether or not the failure occurred during patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.